Event description:
I have occasional eye pain, continuous eye redness, blurred vision, extreme sensitivity to light, constant sensation of something in the eye, and excessive tearing. I have had this problem for several months which has continued to get worse. I have gone to the dr a couple of times and they were not aware of these symptoms because I was there to complain about blurred vision. A slight vision, loss has happened. I have come to the conclusion that my eye problems are related to the eye solution that has been recalled. I have used this product since 2006 to present. I have purchased this product at since 2006 to present. I don't know past lot numbers. I only have the most recent lot numbers that I have purchased over 20 bottles since 2006. I purchased these lot numbers in 2007; abo3465 (double box), abo4034 (double box). Used 2006 to present, 2007, daily rinse for 5 secs.